Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped due to inadequate measurement when the lead was connected to the device. The measurements were adequate when measured with the psa (pacing system analyzer). The lead was replaced with a new endotak lead.